Manufacturer narrative:
B3: date of event is estimated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, the reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a vessel closure of an unspecified access site was attempted with two proglide devices after a diagnostic procedure using a 5f sheath. The sheath was upsized to 6f. Reportedly, a cuff miss occurred [suture retrieval issue] with both devices. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.